Manufacturer narrative:
Sample analysis: a visual analysis of the delivery pusher revealed the coil detached from the delivery pusher. The implant coil is stretched as the most proximal end. The tether that attaches the implant coil to the delivery pusher was broken. The most distal segment of the broken tether has characteristics of stretching visible. The remainder of the pusher was normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The catheter used with this device was not returned for eval. We cannot determine if this was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that upon positioning an embolization coil within a gda, the coil prematurely detached upon withdrawal. The coil and catheter were pulled in to guiding catheter and removed without incident. Additional coils were deployed without incident. No harm or injury was reported.